Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24425.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24425. The patient reported that he's been experiencing auto-reducing and has been unable to turn stimulation up. The patient also reported experiencing a burning sensation at the ipg and lead sites. An impedance check was performed and invalid contacts were found. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24425. Follow up information identified the patient underwent surgical intervention where his entire scs system was replaced with a new one. The patient is now receiving effective stimulation.